Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total hip arthroplasty in 1990. Subsequently, patient underwent a closed reduction procedure in (B)(6) 2015 due to dislocation. Patient was revised on (B)(6) 2015 due to dislocation. The modular head and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a left total hip arthroplasty in 1990. Subsequently, patient underwent a closed reduction procedure in (B)(6) 2015 due to dislocation. Patient was revised on (B)(6) 2015 due to dislocation. The modular head and acetabular cup were removed and replaced.